Manufacturer narrative:
Follow-up #1 date of submission 08/28/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/05/2013with the following findings:there was no visible damage to the keypad. The up arrow and contrast keypad buttons were found to be intermittently responsive and required multiple button presses and increased force to elicit a response. The keypad cover was removed; contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter claimed the up, down arrow buttons were intermittently unresponsive when pressed. The reporter also mentioned that the buttons had to be pressed hard and multiple times for them to respond. There was no known trauma to the pump. The reporter confirmed the keypad was intact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.